Event description:
Report received of cassette alarms. It was reported that after the nurse primed the IV tubing set with an unspecified "maintenance solution" and placed it into the pump, the pump alarmed for "cassette intrusion" reportedly, the nurse took a second IV tubing set, primed it with the same solution, placed it into the pump, and received the same cassette alarm. At this time a third tubing set from a different lot number was primed, placed into the pump, and the infusion continued without incident. There were no reported adverse patient effects and no medical intereventions were required.